Event description:
Complainant alleged that while treating a patient via an associated defibrillator, an arc was seen upon discharge of energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2013-01219 which is a report for the same patient event.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.